Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00344. It was reported both of the patient's migrated. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post procedure.